Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the mfg records, and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for lot# gfsf4162. Based on a five year complaint history review for this product and all similar products, this is the only event of this type that has been reported. The sample remains in the pt, therefore, we were unable to do a device evaluation. The event is currently under investigation.

Event description:
The pt was admitted for a prostate and presented with rt sided ureteric obstruction with deteriorating renal function. Right kidney was non-functioning on admission. On investigation, it was apparent that the left kidney was also obstructed. Procedure performed on pt: left renal pelvis - using seldinger technique, fluoroscopy, and an accustick kit to gain access, the physician placed a ureteric stent, but wanted to leave the pt on external drainage as the procedure had been quite difficult and there was a lot of blood in the renal pelvis. The navarre drain was placed to allow drainage of the blood of the left kidney. It was reported that the hub/luer was too tight between the metal cannula and the drain. In trying to release the metal cannula from the luer lock of the navarre drain, allegedly the whole drain shot forward and punctured the kidney - loss of renal function was as a result of laceration of the renal pelvis and hematoma. Surgical intervention was not required. Pt was put on dialysis 24 hrs after the procedure. Pt is still in hosp but is no longer on dialysis. Left renal function is now normal. Right renal also now has some output.